Manufacturer narrative:
Findings: act button did not respond due to corroded keypad traces. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
No blood glucose levels reported. The customer reported that there were cracks on the battery compartment of the insulin pump. No additional information was provided.